Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the reported death appears to be related to procedural conditions and the hypotension was due to ventricular insufficiency. The reported patient effects of death and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat a degenerative mitral regurgitation (mr) with a grade of 4+. After the transseptal puncture, the systolic blood pressure dropped from 90 to 60 mmhg. Medication was administered and the procedure was continued. Two clips (80322u155, 80626u176) were implanted, reducing the mr to 1-2. The post procedure pressure gradient was 4.8 mmhg. After the procedure, when an attempt was made to extubate the patient, the patient became hypotensive due to ventricular insufficiency; therefore, the patient remained intubated. On (B)(6) 2018, one day post procedure, the patient remained intubated and confirmed to be stable. Mitral valve replacement surgery was performed; however, the patient died during surgery. It was believed that the pressure gradient contributed to the death. No additional information was provided.